Event description:
A malfunction alarm was reported by the caller, identified as alarm 01. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Due to the issue occurring with two different cartridges consecutively, the customer suspected a pump issue and requested a replacement, believing the malfunction was not limited to the cartridges.